Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). The device/components were not returned for possible failure analysis evaluation.

Event description:
The customer reported, unable to adjust pr2 down into specs. The lowest he can get it down to is 62 (specs is 50-60). Replacement pr2 regulator issued.